Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. Troubleshooting was performed. The monitor had a red light on it, so it was receiving power. The power button was not able to turn the monitor on. All cable connections were fully seated. The hdmi input was put into the slave monitor and got a good image output. The monitor was replaced. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess) procedure, it was reported the monitor went to black status. The surgeon proceeded without navigation. There was no delay to the surgery. There was no reported impact on patient outcome.

Manufacturer narrative:
The monitor of the navigation system was returned to the manufacturer for analysis. Analysis found that the monitor would not display when power was supplied and the power light remained in red status. Analysis found that the reported event was related to an electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.